Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31jul2019. The field service engineer (fse) reviewed the significant event log and verified error. The fse changed cpu and programmed serial numbers and options. All test passed. The reported issue was due to a component (ls1). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a backup alarm test failure. It is unknown if the unit was in patient use at the time of the reported issue.